Event description:
It was reported that: during the procedure, the radial arterial catheter device bent and came apart during use on patient. Additional information: the catheter advanced over the wire smoothly but when it was pulled back, resistance was felt and the tip of the hub was separated from the catheter. The device was removed in its entirety by making a small skin incision and using forceps to retrieve the catheter from the vessel. A new insertion site was used, and the procedure was performed successfully. There was no reported patient harm.

Manufacturer narrative:
(B)(4). The report of a separated catheter was confirmed through complaint investigation of the returned sample. The customer provided three images showing a lidstock and a defective arterial assembly. Visual analysis revealed that the catheter was fully deployed off the cannula and was kinked/separated. It was also noted that the guide wire was fully deployed and was kinked. The customer returned one, opened arterial kit for analysis. Signs-of-use in the form of biological material were observed. The returned sample matches what is pictured in the customer images. Visual analysis revealed that the catheter was completely deployed off the cannula and was separated adjacent to the catheter hub. Kinking/folding was observed across the entire extrusion. Microscopic examination confirmed the damage and revealed that the point of separation was angled but uniform. Damage to the needle bevel was also observed. The appearance of the catheter separation appears consistent with damage resulting from withdrawing the catheter body back over the needle cannula during use. It was also noted that the guide wire was kinked in several locations. The catheter body outer diameter measured 0.0365" via calibrated caliper, which was within the specification limits of 0.0350"-0.0370" per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation measured 0.027" via calibrated pin gauge, which was within the specification limits of 0.027"-0.029" per the catheter extrusion product drawing. Functional testing could not be performed without the risk of further damaging the sample. The damage to the needle bevel was able to be replicated by grasping a bevel from a lab inventory needle using a lab inventory forceps. The severity of the damage would have prevented the guidewire from advancing during use which indicated the damage occurred after the guidewire was deployed in use. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The IFU also states, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the appearance of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: during the procedure, the radial arterial catheter device bent and came apart during use on patient. Additional information: the catheter advanced over the wire smoothly but when it was pulled back, resistance was felt and the tip of the hub was separated from the catheter. The device was removed in its entirety by making a small skin incision and using forceps to retrieve the catheter from the vessel. A new insertion site was used, and the procedure was performed successfully. There was no reported patient harm.

Event description:
It was reported that: during the procedure, the radial arterial catheter device bent and came apart during use on patient. Additional information: the catheter advanced over the wire smoothly but when it was pulled back, resistance was felt and the tip of the hub was separated from the catheter. The device was removed in its entirety by making a small skin incision and using forceps to retrieve the catheter from the vessel. A new insertion site was used, and the procedure was performed successfully. There was no reported patient harm.

Manufacturer narrative:
(B)(4).